Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited middle of life 1 after 5 months of implant. The physician will monitor the patient monthly.